Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been intiated based upon the reported info.

Event description:
Linked to MFR report number: 3004608878-2014-00249. The swivel adaptor is worn. Additional info received on (B)(4) 2014: the skull clamp has failed during a surgery due to excessive wear of the swivel adaptor rack. There is an impact on the vital prognosis as the head to the patient has fallen. The surgical team managed to maintain the head in time. However, the intern has to be desterilized to manage to maintain the head manually under the operative fields and patient re-prepared. The surgery was for a tumor of posterior cranial fossa. The position was in ventral decubitus position. The position was not changed during the surgery except after the incident happened. The device failed when the surgeon was doing posterior cranial fossa craniectomy after having done the holes with trephine. The patient was in position for 45 minutes when it occurred. There were no immediate consequences. The patient has sepsis which he is being treated for.